Event description:
It was reported to boston scientific corporation that a truetome hydra 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2019. According to the complainant, during the procedure, when the sphincterotome was tensed, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Additional information: b5 block e1 (physician's complete name): (B)(6) block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the cutting wire was detached, bent and blackened. The complaint was consistent with the reported event of cutting wire broke. It is most likely that the device cutting wire was not in contact with the tissue when it was energized, additionally as per complaint information the device was not used but the device cutting wire was found blackened showing it was energized and dfu instructions states that the device has to be in contact with the tissue to be energized. Therefore, the most probable cause of this complaint is failure to follow instructions since problems traced to the user not following the manufacturer's instructions. A DHR (device history record) review was performed and no anomalies were observed. It was confirmed that the device met all manufacturing specifications.

Manufacturer narrative:
Block e1 (physician's complete name): dr. (B)(6). Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the cutting wire was detached, bent and blackened. The complaint was consistent with the reported event of cutting wire broke. It is most likely that the device cutting wire was not in contact with the tissue when it was energized, additionally as per complaint information the device was not used but the device cutting wire was found blackened showing it was energized and also, a peak of voltage could have caused the failure noted. Therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and no anomalies were observed. It was confirmed that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a truetome hydra 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the sphincterotome was tensed, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a truetome hydra 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the sphincterotome was tensed, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Additional information: b5 block e1 (physician's complete name): (B)(6). Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h6(evaluation conclusion codes): although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome hydra 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the sphincterotome was tensed, the cutting wire broke. The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.